Event description:
It was reported that a device was used during a low anterior resection. The device fired malformed staples and did not completely cut the breakaway washer. The surgeon had to suture by hand which extended o.r. Time less than 45 minutes.